Manufacturer narrative:
As reported by the medwatch, the coating was flaking off a cordis catheter. The product was not returned for analysis. A device history record (DHR) review of lot 17280937 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿coating delaminated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or handling factors, although unknown, may have contributed to the reported event. According to the instructions for use ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the medwatch, the coating was flaking off a cordis catheter.